Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited oversensing on the ventricular channel. The patient was asymptomatic and reportedly to have fallen in (B)(6), 2015. In additional the lead exhibited increase pacing impedance, and increase capture threshold. Programming changes were made and further testing was recommended. The system will continue to be monitored.